Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a vascular procedure in the groin on (B)(6) 2010 and suture was used. The needle broke during use. There was no adverse consequence to the patient.